Event description:
In additional information received on 27jun2024, it was reported that the user rotated the torque device more than 15 rotations. The torque device was initially rotated counterclockwise, and then clockwise, when the user saw that it did not release. The junction zone was not in the correct position inside of the catheter tip while attempting to deploy. The user was advised to ensure that the junction was half in and half out of the catheter. The user then reported that the junction was in the correct position and proceeded to rotate the torque device. From the perspective of the rep, the catheter was approximately 2cm above the junction, and the user was advised again of the position importance. The user then continued to rapidly rotate the torque device. Highlighting the catheter position and the junction location on the screen, the user then moved the catheter down to the junction. Before this point the coil had been rotated counterclockwise numerous times and clockwise numerous times by the user.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4-model# investigation ¿ evaluation it was reported by a vascular surgeon that, the retracta detachable embolization coil was difficult to detach from the delivery system. The coil was then retracted and discarded. It was reported that the user rotated the torque device more than 15 rotations. The torque device was initially rotated counterclockwise, and then clockwise, when the user saw that it did not release. The junction zone was not in the correct position inside of the catheter tip while attempting to deploy. The user was advised to ensure that the junction was half in and half out of the catheter. The user then reported that the junction was in the correct position and proceeded to rotate the torque device. From the perspective of the rep, the catheter was approximately 2cm above the junction, and the user was advised again of the position importance. The user then continued to rapidly rotate the torque device. Highlighting the catheter position and the junction location on the screen, the user then moved the catheter down to the junction. Before this point the coil had been rotated counterclockwise numerous times and clockwise numerous times by the user. Reviews of the documentation, including the complaint history, device history record, quality control procedures, and instructions for use of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the current instructions for use [t_mwcer_rev5] state the following: "under fluoroscopic visualization, slowly advance the delivery wire until the entire length of coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." Evidence gathered upon review of the dmr, IFU, and the DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the user did not have the junction zone in the correct place at the time of deployment, but this could not be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1-name and address: postal code: (B)(6). E3-occupation: vascular surgeon. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported by a vascular surgeon that, the retracta detachable embolization coil was difficult to detach from the delivery system. The coil was then retracted and discarded. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.